Event description:
It is reported that the pt was brought to surgery for a closed reduction of a dislocated hip that was not stable. An open reduction was performed and found a broken longevity liner. The pt was revised.

Manufacturer narrative:
This report will be amended when our investigation is complete.